Event description:
Nine samples representing eight pts with discrepant calcium results provided. Pt 1, tested 2008, initial result 11.6 mg/dl; repeated 10.6 mg/dl, corrected report 10.3 mg/dl. Pts 1 through 5 had erroneous results reported and corrected reports generated with results listed above. The pts were not adversely affected. The field svc rep determined cause to be valve v17 and replaced it. Performance tests performed which were within specification.

Event description:
Nine samples representing eight pts with discrepant calcium results provided. Pt 3, tested 2008, initial result 11.1 mg/dl; repeated twice 12.8 and 9.0 mg/dl, corrected report 8.9 mg/dl. Pts 1 through 5 had erroneous results reported and corrected reports generated with results listed above. The pts were not adversely affected. The field svc rep determined the cause to be valve v17 and replaced it. Performance tests performed which were within specification.

Event description:
Nine samples representing eight pts with discrepant calcium results provided. Pt 5, tested 2008, initial result 7.8 mg/dl; repeated twice 11.0 and 10.5 mg/dl, corrected report 8.8 mg/dl. Pts 1 through 5 had erroneous results reported and corrected reports generated with results listed above. The pts were not adversely affected. The field svc rep determined cause to be valve v17 and replaced it. Performance tests performed which were within specification.

Event description:
Nine samples representing eight pts with discrepant calcium results provided. Pt 7, tested 2008, initial result 8.1 mg/dl; repeated twice 9.1 and 8.7 mg/dl (last result from another analyzer same methodology). The pts were not adversely affected. The field svc rep determined the cause to be valve v17 and replaced it. Performance tests performed which were within specification.

Event description:
Nine samples representing eight pts with discrepant calcium results provided. Pt 4, tested 2008, initial result 14.5 mg/dl; repeated 15.8 mg/dl. Pt 4 retested 2008, different sample, initial result 12.5 mg/dl, repeated 10.3 and 12.5 mg/dl, corrected report 12.5 mg/dl. Pts 1 through 5 had erroneous results reported and corrected reports generated with results listed above. The pts were not adversely affected. The field svc rep determined cause to be valve v17 and replaced it. Performance tests performed which were within specification.

Event description:
Nine samples representing eight pts with discrepant calcium results provided. Pt 8, tested 2008, initial result 7.7 mg/dl; repeated twice 8.8 and 8.6 mg/dl (last result from another analyzer same methodology). The pts were not adversely affected. The field svc rep determined cause to be valve v17 and replaced it. Performance tests performed which were within specification.

Event description:
Nine samples representing eight pts with discrepant calcium results provided. Pt 2, tested 2008, initial result 11.8 mg/dl; repeated twice 13.1 mg/dl and 9.4 mg/dl, corrected report 8.9 mg/dl. Pts 1 through 5 had erroneous results reported and corrected reports generated with results listed above. The pts were not adversely affected. The field svc rep determined the cause to be valve v17 and replaced it. Performance tests performed which were within specification.

Event description:
Nine samples representing eight pts with discrepant calcium results provided. Pt 6, tested 2008, initial result 7.0 mg/dl, repeated 9.0 mg/dl. The pts were not adversely affected. The field svc rep determined the cause to be valve v17 and replaced it. Performance tests performed which were within specification.